Event description:
Impedance decrease from 602 ohms at implant to 348.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner insulation breached mio (metal ion oxidation) was found. The proximal conductor was also distorted, the outer insulation was melted, the inner and outer insulation had cosmetic mio, the outer insulation had cosmetic esc (environmental stress cracking), with a white substance present, and all conductors had blood/body fluid present but were not obstructed. The distal segment was returned and analyzed.

Event description:
It was reported the lead impedance decreased from 602 ohms at implant to 348. The lead was capped and replaced. No patient complications were reported as a result of this event. It was further reported the lead was removed over seven years after being capped, during explant of the patient's subsequent infected system. The lead was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.